Event description:
Reporter alleged discrepant blood glucose results of 400 mg/dl at 9:05 am, back to back with a result of 157 mg/dl performed at 9:07 am, on the advantage system (meter, strip lot 549549, and expiration date 03/31/2008). Reporter did not provide the location of the testing. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.